Manufacturer narrative:
(B)(4).

Event description:
The patient reported the implantable neurostimulator (ins) only lasted 1 year. The ins was removed and replaced. The indication for therapy was postlaminectomy pain. Further follow-up is being conducted to obtain this information. If additional information is received, a follow-up report will be sent.